Manufacturer narrative:
The reported events of oversensing and noise were confirmed. A complete lead was returned in one piece measuring 58.3 cm. Analysis found an external abrasion breaching the outer insulation and exposing the outer coil. The cause of the oversensing and noise was due to the external insulation abrasion which is consistent with friction to another device or feature of the patient anatomy.

Event description:
New information noted that the lead was explanted 10 aug 2020.

Manufacturer narrative:
The reported events of oversensing and noise were confirmed. A complete lead was returned in one piece measuring 58.3 cm. Analysis found an external abrasion breaching the outer insulation and exposing the outer coil found at 20.5 ¿ 20.9 cm from the connector pin. The cause of the oversensing and noise was due to the external insulation abrasion which is consistent with friction to another device or feature of the patient anatomy.

Manufacturer narrative:
Correction: b5, h2, h3, h6.

Event description:
New information noted that the lead was explanted (B)(6) 2020. The patient was stable after the procedure.

Event description:
New information noted that the lead was explanted (B)(6) 2020.

Manufacturer narrative:
Additional information: b1, b2, b5, d7, h1, h2, h3, h6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, the right ventricular lead exhibited numerous oversensing episodes, which were high ventricular rate and noise during device interrogation. No programming change was made. The patient was stable.